Event description:
Healthcare professional reports patient injection with juvéderm¿ volift¿ with lidocaine and 0.7 cc juvéderm® volbella¿ with lidocaine in the lips and puppet lines. Ice provided post-treatment. 10 days later, patient developed a fever (40 ºc) and odynophagia and took tylenol® (acetaminophen). Event progressed with epidermal detachment characteristic of toxic epidermal necrolysis. Symptom location noted as "ocular, oral, vaginal mucosa-94% compromise of body surface" [as reported]. Injecting physician suggested that the patient's symptoms were compatible with steven johnson´s syndrome and requested hospitalization. Patient presented clinical imbalance and was hospitalized in the intensive care unit. Infliximab, gamaglobuline and pentoxifilin IV provided as treatment. Patient remained in pharmacological coma and respiratory mechanical assistance (RMA). Biopsy and immunopathology completed. All requested serologies were negative. 3 weeks later, patient died due to hemodynamic decompensation. An autopsy was performed the following day. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00926 (allergan complaint# (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports patient injection with juvéderm¿ volift¿ with lidocaine and 0.7 cc juvéderm® volbella¿ with lidocaine in the lips and puppet lines. Ice provided post-treatment. 10 days later, patient developed a fever (40 ºc) and odynophagia and took tylenol® (acetaminophen). Event progressed with epidermal detachment characteristic of toxic epidermal necrolysis. Symptom location noted as "ocular, oral, vaginal mucosa-94% compromise of body surface" [as reported]. Injecting physician suggested that the patient's symptoms were compatible with steven johnson´s syndrome and requested hospitalization. Patient presented clinical imbalance and was hospitalized in the intensive care unit. Infliximab, gamaglobuline and pentoxifilin IV provided as treatment. Patient remained in pharmacological coma and respiratory mechanical assistance (RMA). Biopsy and immunopathology completed. All requested serologies were negative. 3 weeks later, patient died due to hemodynamic decompensation. An autopsy was performed the following day. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00926 (allergan complaint# (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.